Manufacturer narrative:
The reported event involving a pcu / pump module(s) ¿there were medications infusing on pumps beside a damaged pump module, but there was no report that there was any issue with the pump infusing¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was observed during a technical practice consultant site visit that there were 3 alaris lvps left for the micu nurse manager to sequester due to the presence of critical drugs infusing on an outer device that was attached to an unspecified damaged pcu and pump module. It was noted that the customer bolts the pcu and pump modules together.